Event description:
The pt underwent surgery to replace a damaged lead. The lead had high impedance readings. During the surgery a new lead was connected to the existing ipg. Some lead combinations were still greater than 4,000 ohms. A second new lead was tried with the same results. Finally, the ipg was also switched out and normal impedances were eventually obtained. The pt had a good outcome and recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.